Event description:
Inpatient, (two weeks of in-office treatment) for laser eye surgery for detached retina. Eye floaters non existent before surgery, now nearly a year later the eye floaters have become increasingly worse, difficult to read and/or drive. Increased glare and difficult to see since the laser eye surgery. Unknown device used by the doctor. FDA safety report ID # (B)(4).